Manufacturer narrative:
Concomitant medical products: product ID 3777-60, serial# (B)(4), implanted: (B)(6) 2009, product type: lead; product ID 3550-09, lot# l87303, implanted: (B)(6) 2005, product type: accessory; product ID 37743, serial# (B)(4), implanted: (B)(6) 2008, product type: programmer, patient; product ID 37083-20, serial# (B)(4), implanted: (B)(6) 2008, product type: extension; product ID 37752, serial# (B)(4), implanted: (B)(6) 2008, product type: recharger; product ID 3777-60, serial# (B)(4), implanted: (B)(6) 2012, product type: lead. (B)(4).

Event description:
It was reported that the patient had a loss of therapy and stimulation. They were experiencing these losses daily. The change in stimulation was not related to positional movement. When the patient would experience a loss of stimulation they would check their device with their programmer and it would show that the stimulation was on. The patient also had pain at their waist. When the stimulation was on their waist would hurt so bad that they had to turn their stimulation off. When the stimulation was off the pain at the waist was not present. The waist pain would make their back hurt. This pain started happening about 6 months prior to the report. There were no interventions or outcome reported with this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.